Event description:
The mean total reactivity flowrider 1.8f catheter was used for infusion of a liquid embolic material (onyx) during an avm procedure. When injecting the onyx, a leakage was noted. The catheter was removed from the pt. Once outside the pt, a tear located in the proximal portion of the catheter was discovered. No pressure was noted at any time while injecting the onyx. The procedure was continued with another catheter. The pt condition was "good" at the time of the report.